Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 117mg/dl, 265mg/dl, 126mg/dl, and 127mg/dl. Low blood symptoms reported with these results. The discrepant results were obtained at the customer's home. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.